Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds that had climbed drastically over a couple month period and low impedance that was within normal range, but had been trending down. It was noted that the lead had a possible insulation breach/damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.